Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the patient had a full replacement yesterday. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional reported the physician placed orders for interstim revision, but it had yet to be scheduled. It was reported that the patient turned their interstim off which has resolved the pain they were experiencing at the battery site. The cause of the pain in the pocket was not determined, but it was a suspected malfunction of medtronic device.

Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va080t8, implanted: (B)(6) 2013, explanted: (B)(6) 2017, product type: lead. Analysis results not available at the time of this report. An additional report will be sent once analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The rep reported that they met with the patient to interrogate their device for their normal annual follow up. It was indicated that the rep tried to change programs but there was still pain in the pocket, so they turned the device off. The rep noted that there were no falls and that the cause of the pain in the pocket was unknown. An impedance check was run and the battery checked, but they all cleared. The incision was looked at and it was not red, it looked normal. It was noted that the patient was going to see their healthcare professional (hcp) on (B)(6) 2017 and it was indicated that surgical intervention was planned but was not scheduled. No further information willbe available until the patient sees their hcp to decide if a removal or full replacement will be needed. No further complications were reported or were expected.

Manufacturer narrative:
The implantable neurostimulator (ins) passed functional testing. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. If information is provided in the future, a supplemental report will be issued.